Event description:
They opened up one neuro balloon and it burst. The device was in contact with the patient but there was no patient injury. The event led to increase surgery time for 10 minutes. They opened a second one to perform the procedure. Additional info has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. The product was discarded by the customer. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 10/02/2015. The investigation included: no product is available for investigation and no traceability information was provided. A device history review of the (B)(4) lots shipped to the hospital before (B)(6) was performed and did not reveal any anomaly (lots 0188247, 0188509, 0188658, 0188970, totaling (B)(4) neuroballoon catheters. The involved event led to open 3 complaints: the integra complaint database for the device was reviewed since 2013 and showed one other case of burst balloon. These four cases lead to a complaint rate of (B)(4) (basis of (B)(4) devices). Conclusion: the complaint is unverifiable. With the available information, given the manufacturing controls, given the history of sales and complaints, we do not suspect a manufacturing defect. The exact root cause of the reported event could not be determined. The instructions for use warn that the neuroballoon catheters are extremely delicate instruments: extra care must be taken in their handling and use. They also state that risk of incident such as balloon rupture may potentially occur during procedure. This risk is minimized when following the instructions for use. No further investigation nor corrective action is deemed required.